Event description:
It was reported that, during a tka surgery, the genesis ii ps insert size 5-6 13mm could not be implanted. The procedure was finished with a change in surgical technique by using a different thickness insert: an 11mm was used instead of the 13mm one. It is unknown if there was a surgical delay. The patient was not harmed beyond the reported event.

Manufacturer narrative:
Internal complaint reference (B)(4). Results of investigation: it was reported that during a tka surgery, the genesis ii ps insert size 5-6 13mm could not be implanted. The procedure was finished with a change in surgical technique by using a different thickness insert, an 11mm was used instead of the 13mm one. The affected r3 complaint device, used in treatment, was returned and evaluated. A visual inspection of the returned device shows damage on the lock detail probably from the attempted insertion. Dimensional analysis could not be performed as the damage/deformation on the part would not allow for accurate measurement. Our investigation including a review of manufacturing records did not reveal any deviation from the standard manufacturing processes. A review of the complaint history on the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the reported incident could not be corroborated. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. No medical documents were received for investigation. The patient impact beyond the reported 0-30 minute surgical extension and modified surgical procedure could not be determined. However, knee laxity could not be ruled out as a potential effect of choosing the less than optimal insert thickness.